Event description:
It was reported during an atrial fibrillation (afib) procedure, on which an afib ablation had been performed, the patient had a thermal lesion on her esophagus. Therefore, a surgical procedure was performed putting a muscle flap on the esophagus. The patient did not have an esophageal fistula. The patient was released. Upon request, additional information on the event was provided. The event was potentially life threatening. During the pulmonary vein isolation (pvi), there were increased esophagus temperatures. The patient did not have any acute systems. Six days post procedure, the patient was admitted to the hospital with a thermal lesion on the esophagus only. A muscular flap was placed on the esophagus. The patient required hospitalization for the surgery. The patient improved. The physician¿s opinion was that it was procedure related. The physician stressed that the patient¿s anatomy was the main issue. The patient¿s baseline health status prior to the procedure was normal except for the afib.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Soundstar catheter, model #: unknown, lot #: unknown. Lasso navigational eco catheter, model #: unknown, lot #: unknown. Webster 10 pole catheter, model #: d-1086-784-s, lot #: unknown. (B)(4).